Event description:
It was reported the stapler was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip malformed. Opened another device to complete the case. There was no consequence to patient.